Manufacturer narrative:
Product event summary: one controller was returned for evaluation. Four were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the returned controller passed functional testing. Visual inspection revealed contamination within both controller power ports, likely due to handling of the device. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving the four batteries. Momentary disconnections will result in an audible tone or ¿beep¿. As a result, the reported power switching event and reported "bleeps¿ were confirmed. There is no evidence that the lubrication servicing was performed on the reported device(s). Analysis of the event log files revealed five controller power-ups with their associated motor starts recorded on (B)(6) 2019 at 14:28:34, (B)(6) 2019 at 08:24:50, (B)(6) 2019 at 10:25:02, (B)(6) 2019 at 16:17:47 and (B)(6)2019 at 14:57:43. Momentary disconnections were recorded leading up to the first two losses of power. No anomalies were observed leading up to the last three losses of power. The controller was without power for 12 seconds, 10 seconds, 11 seconds, 5 seconds, and 12 seconds; respectively. As a result, the reported loss of power event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power source(s). The most likely root cause of the reported power switching events and reported ¿bleeps¿ can be attributed to momentary disconnections between the controller and batteries. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2017 / serial or lot#: (B)(4), UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 31-aug-2016. (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2017 / serial or lot#: (B)(4), UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 31-aug-2016. (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2017 / serial or lot#: (B)(4), UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 08-oct-2016, (B)(4). Heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2017 / serial or lot#: (B)(4), UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 08-oct-2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was "bleeping" when port two of the controller was used. It was also reported that the controller and batteries were power switching which caused the ventricular assist device (vad) to stop several times and the patient experienced lightheadedness. It was also reported that the controller exhibited an unexpected loss of power. The controller and the batteries were exchanged. No further patient complications have been reported as a result of this event.